Manufacturer narrative:
New information: d.9.,h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulats within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed.system air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2025 (initially reported as (B)(6) 2025) while undergoing ccpd therapy for approximately 30 minutes. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2025. Although the admission diagnosis is unknown, it appears the patient underwent several cytological studies confirming the patient was suffering from multiple lung and liver masses (carcinoma). The patient was reportedly referred to hospice following discharge, however the family wanted to continue with ccpd therapy and hospice which is prohibited. The patient¿s family decided to continue with pd therapy and the patient was referred to palliative care on (B)(6) 2025. While the patient was in the process of beginning palliative care, the patient expired on (B)(6) 2025 with family present. Although the timeline of events is largely unknown, the patient¿s family was unable to obtain a ¿do not resuscitate¿ order prior to his passing due to his rapid decline. The patient's daughter called emergency medical service (ems) when she noticed the patient stopped breathing, however cardiopulmonary resuscitation (CPR) was not attempted per the family's request. The patient¿s caregiver and daughter were present when the patient expired, and stated no liberty select cycler alarms were noted. Additionally, although the definitive cause of death is unknown, the pdrn indicated the patient¿s expiration was not caused or contributed to by the patient¿s utilization of any fresenius device(s) and/or product(s).

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2025 (initially reported as on (B)(6) 2025) while undergoing ccpd therapy for approximately 30 minutes. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2025. Although the admission diagnosis is unknown, it appears the patient underwent several cytological studies confirming the patient was suffering from multiple lung and liver masses (carcinoma). The patient was reportedly referred to hospice following discharge, however the family wanted to continue with ccpd therapy and hospice which is prohibited. The patient¿s family decided to continue with pd therapy and the patient was referred to palliative care on (B)(6) 2025. While the patient was in the process of beginning palliative care, the patient expired on (B)(6) 2025 with family present. Although the timeline of events is largely unknown, the patient¿s family was unable to obtain a ¿do not resuscitate¿ order prior to his passing due to his rapid decline. The patient's daughter called emergency medical service (ems) when she noticed the patient stopped breathing, however cardiopulmonary resuscitation (CPR) was not attempted per the family's request. The patient¿s caregiver and daughter were present when the patient expired, and stated no liberty select cycler alarms were noted. Additionally, although the definitive cause of death is unknown, the pdrn indicated the patient¿s expiration was not caused or contributed to by the patient¿s utilization of any fresenius device(s) and/or product(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when he expired. Per the pdrn, the patient¿s cause of death is unknown; therefore, causality could not be firmly established. However, during follow-up the pdrn indicated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.